Event description:
Pt was having bouts of pacer malfunction that appeared related to the atrial lead of his ddd pacemaker (in and out of svt/mac) during a hospitalization 3/18-3/23/95. Referred to cardiologist for further evaluation.